Event description:
The service repair technician (srt) reported that during inspection at the manufacturer's subsidiary service center, before shipment to the customer, the technician could not connect the pump to the perfusion system. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.